Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and scratches on the display window during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose levels and cosmetic damage. Customer's blood glucose level went over 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer performed the high pressure test and passed. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Troubleshooting for cosmetic damage was performed. Customer advised there were cracks forming on top of each other towards the battery compartment. Customer advised the area where the battery was placed had been cracked around the battery cap. Customer advised the battery cap appeared as if a piece of the insulin pump would break off. Customer received a new battery cap but was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.